Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "the surgeon reported that the pt dislocated sometime between (B)(6). It was the surgeon's intention to revise the surgery. Surgeon diagnosed that the primary stem had become loose and either rotated or shifted in the femoral canal. The first assist surgeon, also a surgeon on the revision case. His assessment was that the primary stem may have been undersized."